Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, loss of range of motion, damage to bone/tissue, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2013. A review of the invoice history confirmed the surgery dates and that the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient¿s revision operative report noted patient underwent a left hip revision on november (B)(6) 2013 due to elevated metal ion levels. Revision operative report noted the presence of metallosis and corrosion at the head and neck. The acetabular cup and stem were noted to be well fixed. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04152-1 & 2015-00527).

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products - biomet taperloc femoral stem catalog#: 103203 lot#: 554420, biomet m2a magnum acetabular cup catalog#: us157852 lot#: 607750. (B)(4).